Event description:
On (B)(6) 2024, this patient underwent an emergency endovascular treatment for a ruptured acute type b aortic dissection using gore® dryseal flex introducer sheath as an accessory. A 22fr sheath was inserted from the right side of the patient. During the insertion, resistance was noted at the right external iliac artery. Since the patient's blood pressure dropped, angiography was performed and confirmed an access vessel rupture from the right common iliac artery to the common femoral artery. Blood pressure was temporarily stabilized by balloon occlusion. A 20fr sheath was inserted from the left side, and two gore® tag® conformable thoracic stent graft with active control system were implanted to treat the ruptured aortic dissection. No endoleak was confirmed after device placement. As a treatment for the right access vessel rupture, two gore® excluder® aaa endoprostheses were implanted, however bleeding could not be controlled. The contralateral leg component on the proximal side was not fully expanded because it may have been deployed in the false lumen. The procedure was terminated due to uncontrolled bleeding and the patient was expired intraoperatively. The physician reported that the right access vessel rupture was likely contributed to the patient death. He felt no resistance during a guidewire insertion, while it was reported that dissection may have formed during the wire delivery. The 22fr sheath was possibly delivered through into the dissected false lumen, which might have caused the access vessel rupture. Reportedly the right access vessel diameters measured about 5.0-7.5 mm.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: death, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.